Manufacturer narrative:
(B)(4). Medical devices: unknown, unknown arcos proximal stem, unknown; unknown, unknown head, unknown; unknown, unknown arcos distal stem, unknown; unknown, unknown cup, unknown. Report source, foreign - the event occurred in (B)(6). Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the part and lot numbers of the device involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02829; 0001825034 - 2018 - 02830; 0001825034 - 2017 - 10831; 0001825034 - 2018 - 02832.

Event description:
It was reported that a patient underwent a right hip surgery. Subsequently, the patient reported post-operative severe pain with severe limp and limitation of activities at one year follow up visit. The patient used two crutches or a walker. It was also noted that the patient had extreme difficulty washing/drying themselves, putting on socks, difficulty shopping, difficulty climbing stairs, moderately painful standing up, and pain nightly in bed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the additional information received the event was determined to be not reportable. The initial report was submitted in error and needs to be voided.